Manufacturer narrative:
Results: evaluation of the returned alarm found when the nurse call cable is plugged into the nurse call outlet there is a tight fit. However, when the nurse call cable is moved the red led nurse call light turns on and off. Sensor pad at the sensor simulator sounds on and off when the sensor cable is moved and weight is on the pad. Unit passed all other functional tests. Cracks on dust covers. Warning label is damaged. One of the pins inside the sensor receptacle is pushed down. (B)(4).

Event description:
Customer reported that when the nurse call cable is connected to the nurse call outlet on the alarm, it does not have a tight fit. Discovered during set up. Customer could not provide a date when found. No patient incident or injury reported.